Event description:
Patient reported that after she applied blood to the strip the meter would flash a bg result and then flash a second bg result. She reports obtaining back-to-back blood glucose results from this malfunction, of 130mg/dl and 210 mg/dl on the aviva test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva test system: strip lot and expiration date unk.

Manufacturer narrative:
The suspect product is the aviva meter.